Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reported indicated that a cc4204a, +22.5 diopter, intraocular lens tore during loading. There was no patient contact or injury and the backup lens was implanted. The reported stated that the cause of the event was the injector.